Manufacturer narrative:
Continuation of medical devices: product ID 8731, serial# (B)(4), implanted: (B)(6) 2006 product type catheter. Information references the main component of the system. Ubd: 09-feb-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative from a patient who was receiving fentanyl (4000 mcg/ml, 1502 mcg/day), clonidine (800 mcg/ml, 300.36 mcg/day), and bupivacaine (30 mg/ml, 11.263 mg/day) via intrathecal drug delivery pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient had increased pain. The patient had fallen multiple times before (B)(6) 2017 and after (B)(6) 2018. A dye/rotor study was performed on (B)(6). The healthcare professional (hcp) was unable to aspirate the catheter so no dye was pushed. X-ray revealed what appeared to look like a compression fracture. The patient would follow up with a hcp to decide a course of action. There were no interventions taken to resolve the issue, which was not resolved at the time of this report. Surgical intervention did not occur and it was unknown whether it was planned. The patient status at the time of this report was "alive - no injury." No further complications were reported.